Manufacturer narrative:
The full lead was returned, analysis was performed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart had a micro perforation by the right ventricular (rv) lead shortly after implant. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.